Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mechanical thrombectomy device was "stuck" in the patient. It was reported that the patient was undergoing an elective surgery procedure in which the patient suffered a stroke.

Manufacturer narrative:
Received medwatch report# mw5073971. Multiple attempts to obtain additional information have been made, however, they have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mechanical thrombectomy device was left in the patient. It was reported that the patient was admitted with a subarachnoid hemorrhage (sah) from a ruptured left aca/acomm aneurysm. During the coiling embolization, the device (stent retriever) sheared, resulting in retention of a fragment of the device within the internal carotid artery. The fragment was left in the place as the risk of removal outweighed the benefit.